Event description:
Customer called because his elite meter was reading much lower than contour meter. Customer service found that the elite meter was in mmol/l. Customer stated it has been this way for the past seven weeks and that he has adjusted his insulin dosage based on the low readings. He was taking less insulin than normal. He did not require any medical treatment. Customer service had him change his elite meter back to mg/dl.